Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he was unable to duplicate the reported failure. The iabp displays no fault codes or electrical failures. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was supporting a patient, it suddenly gave an unable to calibrate fiber optics message. The customer attempted to calibrate several times and was unsuccessful. The customer swapped out the console with no issue. No adverse event has been reported.